Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding between periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache (" headaches"), nausea ("nausea"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased, alopecia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury, bladder/urinary discrepancy noted : date of insertion: (B)(6) 2005 (noted discrepancy) in this follow-up and in the summons the date of insertion was 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury were updated to pelvic pain, abdominal pain, back pain, metorhagia (bleeding between periods), psych injury, migration, perforation: fallopian tubes, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, hormonal changes, headaches, nausea, weight gain, plaintiff did not undergo essure confirmation test, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index normal. Current weight 202 lbs. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain") and experienced migraine ("migraines / headaches"). In february 2011, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems : weak and brittle teeth"). In (B)(6) 2017, the patient experienced pruritus ("rashes or skin conditions type: itchy skin") and dry skin ("rashes or skin conditions type:dry skin"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2018, the patient experienced ulcer ("gastrointestinal or digestive system condition type: ulcers"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation ("migration"), pelvic pain ("pelvic pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding between periods)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, abdominal pain, back pain, metrorrhagia, anxiety, urinary tract infection, vaginal infection, vaginal discharge, fatigue, ulcer, hormone level abnormal, headache, nausea, weight increased, alopecia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, pruritus, dry skin, migraine, tooth disorder and vision blurred outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pruritus, tooth disorder, ulcer, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury, bladder/urinary discrepancy noted : date of insertion: (B)(6) 2005 (noted discrepancy) in this follow-up and in the summons the date of insertion was 2009. Discrepancy noted: previous date of insertion (B)(6) 2005 in current pfs date of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs was received. New events abnormal bleeding (vaginal, menorrhagia), itchy & dry skin, migraines / headaches, dental problems: weak and brittle teeth, blurred vision were added. Previously added psychological injury updated with anxiety and previously added gastrointestinal condition updated with ulcers. Lawyer was added. Aka name was added. Date of insertion updated. Patient demographic was added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.